Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. The lot number supplied for this part 498.119 of 5504363 was unable to be verified as the patient has the device. A search under the part number reported the lot is most likely 5804363. A device history review was performed for this part and is reported below. The manufacturing site for this lot number has also been used in this report. The initial implant date of the pangea construct was reported only as 2012. A review of the device history records (DHR) was performed and DHR records for part # 498.119, lot# 5804363, indicate that the reported product was manufactured in accordance with all established requirements with no nonconformities reported. DHR records for part # 498.119, lot # 5804363 further indicate that the product lot underwent all specified inspection requirements with no product nonconformities reported. DHR records for the reported lot indicate that the product was produced from raw material ti4 ri6.00-tt, p/n 21100, lot # 5428829 in accordance with established specifications. DHR records for raw material ti4 ri6.00-tt, p/n 21100, lot # 5428829 indicate that the raw material ti4 ri6.00-tt, p/n 21100, lot # 5428829 was obtained from raw material ti4 ri6.00, p/n 21008, lot #5195913 on (B)(4) 2007 under work order (B)(4). The raw material was obtained in response to an identified need for raw material ti4 ri6.00-tt, p/n 21100. Established specifications for raw material p/n 21008 and p/n 21100 show that the raw materials are identical with the exception that the outside diameter of raw material p/n 21100 must be within a tighter tolerance limit of 6.00 mm, +0.0/-0.016. Therefore, the o.d. Of 100% of ((B)(4)) pounds of raw material ti4 ri6.00, p/n 21008, lot #5195913 was inspected for conformance to the requirements specified for raw material p/n 21100. DHR records for ti4 ri6.00, p/n 21100, lot #5428829 indicate that all ((B)(4)) of ti4 ri6.00, p/n 21008, lot #5195913 met the requirements specified for raw material ti4 ri6.00-tt, p/n 21100 and accepted for use as intended. DHR records for the original raw material ti4 ri6.00, p/n 21008, lot #5195913 indicate that lot underwent all required inspection and testing and was found to meet all established requirements for acceptance and use as intended. There is no objective evidence indicating that the reported re-identification of raw material ti4 ri6.00, p/n 21008, lot #5195913 to raw material ti4 ri6.00-tt, p/n 21100, lot # 5428829 or subsequent manufacture of p/n 498.119, lot # 5804363 are relevant to the complaint condition reported as broken: postoperatively. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was instrumented posteriorly from t8-ilium with a pangea construct in 2012. The patient had kyphosis above the previous fusion and complained of difficulty keeping her head up. The surgeon performed a 2 stage revision procedure on the patient on (B)(6) 2014. The revision was done due to back pain that was radiating down to the patient's legs. During the revision on (B)(6) 2014, the surgeon removed 2 rods, 10 of the pangea screws and the 19 pangea locking caps. He replaced the 10 removed pangea screws with uss dual opening titanium screws. The surgeon left 9 pangea screws implanted in the patient and extended the fusion from t8 up to t4 with uss dual opening. Both rods (right rod-400mm & left rod) from the initial 2012 surgery were broken between l5 and s1 level - non-union. There was no screw placed at right l5. After placing the new uss dual opening screws, the surgeon performed some decompression and closed the patient. The second revision was performed on (B)(6) 2014. The surgeon performed an l5-s1 anterior lumbar inter-body fusion. While placing the femoral ring allograft spacer, one of the tips of the distractor blades broke during distraction. The fragment was retrieved with no harm to the patient. The anterior part of the procedure was successfully without any delay. The surgeon then positioned the patient prone and completed the posterior part of the procedure. The rods were connected and iliac screws placed with universal spine system dual opening. The procedure was successfully completed this report is for broken left side rod, implanted in 2012 between l5 and s1 this is report 2 of 9 for (B)(4).